Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735913, software version: 1.4.1. Device evaluated by manufacturer: a software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the clock shift error was occurring. The issue was resolved on call after the license was transferred. There was no patient present when this issue was identified.